Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 4 years and 1 month is being evaluated for a valve-in-valve procedure. The transesophageal echo report states there is a thickened or calcified aortic valve tissue prosthesis.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 4 years and 1 month was being evaluated for a valve-in-valve procedure. The patient had begun experiencing some shortness of breath with exertion. Per the computed tomography (CT) report, the left facing leaflets of the transcatheter aortic valve replacement demonstrated leaflet calcification. The transesophageal echo report stated there was a thickened or calcified aortic valve tissue prosthesis.

Manufacturer narrative:
Updated sections b5-b7 and h6- clinical code. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 4 years and 1 month was being evaluated for a valve-in-valve procedure. The patient had begun experiencing some shortness of breath with exertion. Per the computed tomography (CT) report, the left facing leaflets of the transcatheter aortic valve replacement demonstrated leaflet calcification. The transesophageal echo report stated there was a thickened or calcified aortic valve tissue prosthesis. The patient underwent the valve-in-valve procedure after an implant duration of 4 years and 8 months. A 23mm sapien 3 ultra resilia was successfully implanted.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for valve calcification was confirmed based on the provided medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.